Event description:
It was reported the device had to be repositioned in (B)(6) 2013 because it was ¿not in a good spot¿ and it hurt. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v526911, implanted: 2010-(B)(6), product type lead. (B)(4).